Manufacturer narrative:
Complaint conclusion: as reported, a 6x100mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion for a post dilatation after stent deployment. However, it was caught by a frayed part of the stent and ruptured. It was unknown how the procedure completed. The procedure completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100%, chronic total occlusion (cto). Multiple attempts to gather additional information have been made and have been unsuccessful. The device was not returned for analysis. A device history record (DHR) review of lot 17413047 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (frayed stent and cto) may have contributed to the reported event as calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion for a post dilatation after stent deployment. However, it was caught by a frayed part of the stent and ruptured. It was unknown how the procedure completed. The procedure completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100% (cto). Multiple attempts to gather additional information have been made and have been unsuccessful.